Event description:
(B)(4). I have had side pains since the essure was implanted. I have been diagnosed with ibs, fibromyalgia, severe migraines, lower back pains, frequent skin hives, sleep disorders, pericarditis, dizziness, interstitial cystitis and pelvic floor disfunction.